Event description:
This response was sent to the purchasing company as well as the state radiation regulatory agency. This followed the alert of possible contamination of radiation sheilding devices which was received in june, 1997. On june 23, 1997, a letter arrived from the dep which alerted all recipients to an impending lead apron recall. It was ascertained that this dept was in receipt of shielding devices mfg during the time period specified. The shielding devices were removed from use that same day and tested by the facility in the following fashion: an aberline gm survey meter was utilized; background radiation was calculated at .02 mr/hr, setting was .01 with an open window. 2 regular length and 1 half-length shield readings ranged from .1---.15 mr/hr at the surface and .05 mr/hr at a distance of 3 feet. All three devices were isolated in the "hot lab" storage area of the nuclear medicine dept as further instructions concerning their return were awaited. On july 11, 1997, the devices were retrieved by a rep of the distributor and returned to the MFR.